Event description:
It was reported that the patient experienced a shocking or jolting sensation in the bilateral upper and lower extremities when using the constant current group. The patient did not get the shocking when he used the constant voltage group. Both groups were using the same electrodes, pulse width, and rate. The patient was programmed to use the constant voltage mode and was getting stimulation and effective therapy without any shocking.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3387s-40, lot# v194784, implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot# v194124, implanted: (B)(6) 2009, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer: model 37642, serial# (B)(4).